Event description:
It was reported that during a prerectal resection procedure, the stapler were malformed on the first firing. After firing instrument was changed to a green one to complete. No pt consequence and it was used for anastamosis.